Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. Sampling was done at time of manufacture for the product to check and test quality. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a mild grade hematoma in the upper right abdomen. No medical or surgical intervention was reported.